Event description:
It was reported that the customer received three motor error alarms from his/her insulin pump within 30 days. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The product was returned. Nothing further was reported.

Manufacturer narrative:
The unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, were unable to prime unit during prime/a33 test due to faulty fsr. The motor failed motor test during motor encoder functional test at delta value 1914. The unit was received with cracked case at display window corners and battery tube threads. The unit was received with minor scratched display window.